Manufacturer narrative:
Continuation of d11: product ID 8731 serial# (B)(6) implanted: (B)(6) 2006 explanted: (B)(6) 2018 product type catheter pro duct ID 8731 serial# (B)(6) implanted: (B)(6) 2006 explanted: (B)(6) 2018. Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated on 2018-feb-23 they were unable to aspirate the catheter. The patient had mild withdrawal symptoms including nausea and increased pain with no pain relief from the pump therapy. On (B)(6) 2018 an x-ray, a magnetic resonance imaging (MRI) without contract, and a MRI with contrast revealed mild to moderately severe multilevel degenerative changes to lumbar spine and thoracic spine. It was noted there was high residual volumes from intrathecal infusion pump refills, no recent significant changes in pain control or withdrawal. The entire system was explanted/replaced on (B)(6) 2018. The device disposition was unknown. The outcome of the event resolved without sequelae on (B)(6) 2018. The device diagnosis was pump unable to enter/withdraw from catheter access port. It was later reported the clinical diagnosis was mild withdrawal symptoms from intrathecal pump medication. The patient was receiving fentanyl, clonidine, and bupivacaine. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was updated to 2018-jan-30. No further complications were r eported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient had increased residuals. An x-ray on (B)(6) 2018 revealed questionable kinking versus limping of the catheter. Examination on (B)(6) 2018 revealed a bump on the anterior aspect of their midline incision/likely portion of the catheter. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported they were unable to aspirate. The patient's baseline weight was (B)(6). The event date was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study updated the clinical diagnosis to sudden, increased pain. No further complications were reported.